Event description:
Vvi 65 on memory report, implant date incorrect, "lead failing" lead apparent fracture and increased thresholds/impedance. Possible por and loss of output reported. Model 4951m tested out of specification at manufacturer's analysis.